Manufacturer narrative:
Other relevant device(s) are: pn: bi71000556, ln/sn: none. Pn: bi71000106, ln/sn: none .pn: bi31000163 .sn: (B)(4). A manufacturer representative went to the site to test the imaging system. Found that door was out of alignment due to collision with object, causing door to not close all the way. Adjusted door and sidewall switch, and door issue was resolved. It was also found that one of the charging circuits on the motion batteries was not working, causing the critical battery alerts. Replaced motion battery charging circuit board, and issue was resolved. The pendant plunger and push/pill cable were replaced. System was tested, and is now working properly. The motion battery charger was returned for analysis. An electrical failure was confirmed with the part. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR# 2020-08-28 00695489. (Rep): medtronic received information regarding an imaging system, outside of procedure. It was reported that the pendant plungers are bad, and the push/pull cable broke. No patient was present.